Event description:
Update - (B)(6) 2015 - der rec'd. Added dor, patient height, weight and activity level, surgeon and sales rep info and added stem and sleeve. Cup and stem remained in situ.

Event description:
Litigation papers allege that patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2009. Patient has experienced groin pain, elevated levels of metal ions in the blood, and problems sitting and standing. Patient has not yet scheduled a revision surgery. Update: 3/26/2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.